Event description:
It has been observed during technical investigation at the bench that the device display does not hold touch calibration. During usage the touch input will drift.

Event description:
It has been observed during technical investigation at the bench that the device display does not hold touch calibration. During usage the touch input will drift.

Manufacturer narrative:
09apr2025 dp: updated reporting institution information.